Event description:
A report was rec'd that a pt had a pocket revision due to discomfort. An x-ray confirmed that the pocket site was too midline. The physician relocated the pt's pocket site to a more lateral location. The pt is reportedly doing well following the procedure.